Event description:
Per the clinic, the patient was monitored on a regular basis for known electrode anomalies. Mapping around these electrodes was successful for duration of time. During a routine mapping session, the patient experienced facial nerve stimulation when using the device. Explant and reimplantation is planned, but had not taken place at the time of this report.